Manufacturer narrative:
The field service rep determined the sample rinse station was plugged and replaced the tubing for the waste on the sample rinse station. He performed air purges and qc to verify the analyzer performance.

Event description:
The user noted there was clear liquid leaking from under the analyzer behind the detergent bottles in the front. The liquid leaked onto the floor and into the walkway. User contained leak with toweling. No pts or personnel were affected.